Manufacturer narrative:
This is a final report. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's mother called customer service on (B)(6) 2012 and reported that some time in (B)(6), 2011 customer's adc blood glucose meter displayed an ER-4 message upon test strip insertion. She further reported that due to this he has been unable to test his glucose. She further reported that on (B)(6), 2011 customer fell off their deck onto a post resulting in scraped and fractured ribs. Customer self-presented to a local healthcare facility, where a glucose result of 600 mg/dl was received. Customer was diagnosed with hyperglycemia and treated with percocet for pain. It is unknown if customer was given any diabetes-specific treatment at the hospital because the customer could not remember many details of the event. Customer self-treated by applying ice to his ribs and then "triple antibiotic cream" to the area where the ribs were scraped. There was no report of death or permanent injury associated with this event.